Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer states that there was a emergency room visit for her high bgs. High bgs and went into dka. Significant events leading to the emergency room visit: customer stated she had throw up at least five times. Customer was given isulin through an IV. Customer was wearing the pump at the time of emergency room visit. Nothing further reported.